Event description:
The customer reported linearity issues with the red blood cell (rbc) results recovering low on controls involving the lh 500 hematology analyzer. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the blood sampling valve (bsv) and actuator were needed to be replaced. The fse replaced the bsv and the actuator to resolve the issue and performed calibration of the complete blood count (cbc) parameters. Failure mode of the event is attributed to the bsv and the actuator which needed to be replaced. (B)(4).